Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the occlusion alarms occurred when the cartridge had less than 100 units of insulin and when the customer switched insulin types. The customer was unsure which insulin was being used but stated it was not humalog or novolog. Tandem's technical support educated the customer on insulin labeling and the customer reportedly switched back to using humalog insulin. Blood glucose was 208 mg/dl.